Event description:
It was reported that, while out walking, the patient's heart rate would drop to approximately eighty beats per minute. The problem of a decreased heart rate continued to occur when the patient would go walking. The patient reported that the device then was at elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).